Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this 74-year-old female patient underwent endovascular treatment as a planned procedure for an aortoiliac aneurysm. The patient was treated with a gore® excluder® aaa endoprosthesis trunk ipsilateral leg endoprosthesis and two gore® excluder® endoprosthesis contralateral leg endoprosthesis devices. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously. There were no additional corrective procedures device catheters were successfully removed after successful access, delivery and deployment of the devices. He was discharged home on (B)(6) 2025. On (B)(6) 2025, the patient underwent a cta in which the patient had an unexpected result. The image was read as having a device deficiency; the proximal stent row covers approximately half of the lowest renal artery ostium. (Left renal artery). There is no loss of patency of a gore device noted. No further information is provided.